Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 600 mg/dl. The customer treated with insulin shots. The customer's blood glucose was 120 mg/dl but then rose to 428 mg/dl. The customer reported air bubbles in the tubing. Troubleshooting was performed. No medical intervention was required. Nothing will return.